Event description:
It was reported that the 2600 sys had a error code message displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The table top was found loose. The table top was tightened during the svc call. The sys was tested and found to be working as intended and put back into svc.